Manufacturer narrative:
(B)(4) date sent: 7/7/2016. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a high anterior resection procedure, it was reported to the sales rep by the "num" and the level 2 general nurse had passed on the information that the product was 'faulty'. Sales rep spoke to the doctor about it immediately after it was reported and he said that he had thought about it and didn't think the product was actually the problem. He thinks that they didn't fire it correctly. His assistant was firing the device. The doctor said that he heard the crunch but doesn't think that the handle was fully depressed for the full crunch of the washer inside. He said it was a little hard to take out of the patient and upon inspection of the donuts they were not formed properly. He performed a leak test and there was a leak. He said he had enough space being a high anterior that he could re do with another device and that firing was successful. The patient was fine and returned home around six days later as normal. The doctor mentioned the staples hadn't closed down upon inspection hence why he thinks they didn't fire it correctly. Ten minute delay. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n53j96. The analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.